Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed at the distributor. The reported problem (battery faults) has been confirmed. As received, the battery was able to power on a monitor and charge, however, the battery connector was damaged and one of the connector pins was out of alignment and caused intermittent communication issues. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was experiencing battery faults.